Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the emergency room exhibiting presyncope and low heart rate. Patient then presented to their following physician, where loss of capture from their right ventricular lead was seen. Fluoroscopy revealed lead had dislodged. Intra-cardiac echocardiography catheter revealed no effusion occurred. Lead was repositioned on (B)(6) 2020. Patient condition was stable after the procedure.